Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The nc trek 2.5 x 12 mm balloon dilatation catheter referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-left anterior descending coronary artery that was mildly tortuous and mildly calcified. The lesion was crossed with a balance middleweight (bmw) universal ii guide wire. For pre-dilatation, the nc trek 2.5 x 12 mm balloon dilatation catheter was advanced over the guide wire but failed to advance because it became jammed with the guide wire. It was finally withdrawn together with the guide wire and the two devices were separated outside the anatomy. Another trek was used to continue the procedure along with another new guide wire. A xience xpedition was deployed to achieve timi iii flow. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.